Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(6).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check.

Manufacturer narrative:
The patient data files were reviewed and did not reveal any alarms that would indicate a device malfunction. The system check logs were also reviewed and revealed four tests performed by the customer; the last two tests did not pass the requirements for the right zero flow test. During incoming testing, the driver did not pass the system check test for the requirements of the right zero flow test, thus confirming the customer-reported issue. The right zero flow measurement out of specification can be indicative of an issue with the mass flow sensor or the mass flow sensor cable. A known working mass flow sensor cable was installed and the driver passed six system check tests. The root cause of the customer-reported issue of the companion 2 driver not passing the system check was determined to be a malfunction of the mass flow sensor cable. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.